Manufacturer narrative:
The investigation for the optical issue and priming issue has been completed. The returned pump was inspected and there were no abnormalities. The 5s parameters were within normal range. The pump was run in the lab and there were no issues reproduced. The pump was primed and delivered purge fluid and purge values were within specification. The data logs from the case showed a spike in purge pressure on case start but showed purge pressure stabilized and was within normal range for the rest of the case after troubleshooting. The logs showed that when the pump was connected, signal-to-noise ratio (snr) was low (<2500) but marginally sufficient to obtain stable optical signal and calibrate new g0. After pump was reconnected (probably in an attempt to resolve purge issue), the snr was extremely low, most likely due to air gap (presumably in pump connector). The snr remained low for the rest of the case. Contrast dropped, lamp increased, gain decreased, light increased. The root cause of the optical signal issue was most likely due to an air gap between the automated impella controller and the patient cable plug. No problem was found as the root cause of the priming issue as issue did not reproduce.

Manufacturer narrative:
Patient-specific information is unavailable at the time of the medwatch writing, and therefore, respective files have been reflected as "unknown" or left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported while preparing an impella cp pump to use during a high-risk percutaneous coronary intervention (pci) procedure, the purge solution did not come out of the pump. There were no curves on the display of the automated impella controller (aic), which may have impacted the ability to see the placement signals. It was also observed that the pump delivered blood; however, the pci procedure was continued and successfully completed. The pump was explanted, and the patient's outcome was noted as survived with no harm.